Event description:
A report was received that a patient's precision system was explanted due to ipg site skin erosion. The stimulation was providing adequate therapy, but the patient was too thin and the physician chose to explant the system.

Manufacturer narrative:
The explanted devices were not returned to bsn for further evaluation as they were discarded by the medical facility.